Event description:
The rptr had a hypoglycemic episode, but stated he had never been diagnosed as diabetic. He did not feel well, and tested his blood glucose using a diabetic mother's meter. The test result was 78 mg/dl. He drank some orange juice, and retested about an hr later with a result of 118 mg/dl. Rptr did not feel well and called 911. Response was within 15 minutes, and the paramedics tested his blood glucose with a result of 43 mg/dl. The rptr stated that he did not know the results of a blood glucose test at the emergency room. He was released, with no known cause for his hypoglycemia. He stated that his mother had a meter-to-lab test performed on the meter with the results of 210 vs 150 mg/dl. A control solution test was done with an in-range result, 124 (96-144.)